Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where her entire scs system was explanted and replaced. The patient reported is no longer experiencing pain at the ipg site and the issue is now resolved.

Manufacturer narrative:
1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4).

Event description:
It was reported patient is experiencing sharp pain at the ipg site with the stimulation turned on, and additional pain around the ipg site with stimulation turned on or off. The patient stated the area around the ipg is tender to the touch. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.